Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and occlusion from the reservoir. The customer's blood glucose reading was 420 mg/dl. The customer treated with manual injections. The customer stated that there was a no delivery alarm. The customer stated that the no delivery occurred during bolus and basal. The customer was assisted with performing 5.0 unit fixed prime. The customer stated that insulin did exit with manual prime. The customer was advised that the pump is working as designed.